Event description:
It was reported that during surgery, a suture from left ventricular assist device (lvad) placement penetrated the apex of the right ventricle and the pulmonary artery catheter was reportedly sutured into the right ventricle causing prolonged surgery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter address line 1: (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The case study titled ¿a case of re-thoracotomy for sutured pulmonary artery catheter found immediately after placement of an implantable left ventricular assist device" reported that immediately after the patient's implant surgery, a chest x-ray revealed an abnormal flexion of the patient's pulmonary artery catheter (pac) near the apex of the heart. Repositioning was attempted; however, there was no mobility and the pac pulsated. Pac wedging at the apex was suspected. When the chest was reopened, it was noted that the suture of the apical cuff had penetrated the apex of the right ventricle and the pac. The risk associated with a re-suturing operation was considered and it was decided not to cut the suture and part of the pac was left in the right ventricle. The operation was subsequently completed. The account noted that due to the patient's obesity, there was a lot of fat attached to the myocardium and a wide stylus width was required. As a result, the needle reportedly advanced into the right ventricular cavity and the pac was thought to have been sewn in. Additionally, trapping of the pac in the right ventricle at the time of pac insertion and within the apex at the time of apical cuff sewing were considered as potential contributing factors. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. This document includes a section titled "surgical procedures" which states that all material and/or components associated with any other surgical procedures must either removed or adequately secured so as to not interfere with the operation of the left ventricular assist device. Additionally, this section provides instructions on affixing the apical cuff to the left ventricle and notes that the apical cuff suture knots should not interfere with device connection. No further information was provided. The manufacturer is closing the file on this event.